Manufacturer narrative:
Block a2 (date of birth): the patient was born (B)(6) 1946. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was observed that the ligator housing was returned with seven bands attached to it and one of them overlapped. The ligator housing teeth were found bent. Additionally, the handle had marks of trip wire was secured. No other problems with the device were noted. The reported event of the bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing had seven bands attached, one of them overlapped, and the ligator housing teeth were found bent. This problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the cardia of stomach; however, per the speedband superview super 7 multiple band ligator IFU, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the cardia of the stomach during cardio constriction procedure for cardia relaxation performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The bands could not be released from the sixth band when trying to squeeze it outwards. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the cardia of the stomach; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the cardia of the stomach during cardio constriction procedure for cardia relaxation performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The bands could not be released from the sixth band when trying to squeeze it outwards. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the cardia of the stomach; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block a2 (date of birth): the patient was born in (B)(6) 1946. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.